Manufacturer narrative:
Additional information: section h manufacturer narrative. Correction: section d unique identifier (UDI). Part analysis: the report of the issue drawer not detected on bus was confirmed by the fse. According to work order #(B)(4) the field service engineer (fse) found lights on the back of the drawer were out. The fse replaced the drawer controller boards and completed the hardware test in hta successfully with no further issues. The two (2) pcba dwr cntlr v1.10/v1 (p/n 151622-01) and the pcba pmc v1.06/v0.09bl hh (p/n 151630-01) were received in good condition. The received boards were evaluated using a calibrated digital multimeter on and esd protected environment: the first drawer board passed all resistance tests, including components d501, q501, q601, and test point tp501(vcc_in) between tp503 (gnd) with readings above 1000 ohms and additional components including diodes and resistors were tested and no anomalies were detected. The second drawer board showed a resistance of 0.8 ohms at d501 and q501, confirming a short circuit that grounded the 5 v input power, indicating a fault. The pyxibus module controller board was tested with a focus on the resistance check of component f201, which resulted in an open circuit condition. The functional drawer board was installed a known good half height drawer for hta testing. The drawer was repeatedly opened and closed, and the cubies were opened, closed, and ejected, including sequences with two cubies. All tests were performed with no anomalies observed. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported failure was identified as a short circuit involving diode d501 and mosfet q501 on the drawer board, along with a failure in the fuse f201 on the module control board which can result in a systemic failure such as entire drawer not detected on bus as reported by the customer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, entire half height cubie drawer was not detected on the bus. As per part investigation, it was determined that a short circuit was identified involving diode d501 and mosfet q501 on the drawer board. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, entire half height cubie drawer was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the entire half height cubie drawer was showing as not detected on bus. A field service engineer (fse)found lights on the back of the drawer were out. A fse replaced the drawer controller boards to resolve. The system functioned as intended after the field service engineer repaired the device.